Event description:
Consumer complaint of low blood results. Customer results should be 100-105 mg/dl for fasting. Back to back blood tests performed - 117, 140. Meter memory results- 59, 79, 36, 49, 62 mg/dl (no date or time recorded). No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR's number is corrected.